Manufacturer narrative:
(B)(4).

Event description:
Procedure type: nephrectomy. According to the reporter: the alignment was not proper. Another device was used to complete the procedure. Oozing occurred. Operative time was extended more than 30 minutes.